Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture"; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "intracapsular rupture", "silicone perspiration", "change of color", and "capsular contracture (baker grade iii)". Device has been explanted.